Event description:
Stryke flow 2 hand piece self-activated and began smoking at the end of a laparoscopic cholecystectomy. The hand piece was thrown off the field to the floor. The battery pack was disassembled to stop the smoking. Device and all packaging saved and will be sent back to the company for a safety check. There was no injury to the pt.